Manufacturer narrative:
Implant date and explant date are not applicable since the product was never placed and not removed. Other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), during clinical procedure, the implant dropped from the implant driver.